Manufacturer narrative:
Device retained by law enforcement agency and has not been released for inspection by manufacturer. Log data was provided for analysis. Logs show that the device alarmed for power failure with visual and audible indication for ten minutes as designed.

Event description:
We received a report from our customer that vivo 50 has stopped during active treatment. Hospital nurse heard the sound of the alarm over the phone from the patient. After investigating the log files it was discovered that the device alarmed with visual and audio signals for 10 minutes as intended by design. The device was manufactured in 2013 and is beyond its specified service life as well.